Event description:
The clinician reports the implant was inserted (B)(6) 2000 in ada 15. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.